Event description:
It was reported that the patient complained of discomfort following inappropriate defibrillation therapy that was delivered due to oversensed noise on the right ventricular (rv) lead. The physician suspected lead damage to be the cause of the event, however, this was not confirmed via diagnostic imaging. The rv lead was deactivated and a lead revision procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that the patient complained of discomfort following inappropriate defibrillation therapy that was delivered due to oversensed noise on the right ventricular (rv) lead. The physician suspected lead damage to be the cause of the event, however, this was not confirmed via diagnostic imaging. The rv lead was deactivated and a lead revision procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the lead was capped and replaced to resolve the event. The patient was in stable condition.